Manufacturer narrative:
Based on available information, asp evaluated the device and confirmed that the device continued to alarm after being plugged in due to a failed operational check. After performing the operational check again, the device returned to normal and restored full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no fault found. The reported problem was confirmed.

Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device keeps alarming after being plugged in. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.